Event description:
Event description cpi received information that the physician was unable to obtain atrial or ventricular impedance measurements as noise was noted. A fault code indicating the lead impedance measurement took longer than expected was also noted. Ventricular electrograms were noisy, but no inappropriate shocks were delivered. ICD's sensitivity is reportedly programmed to be least sensitive.